Manufacturer narrative:
The troponin t stat reagent lot number was 802253, with an expiration date of 31-oct-2025.

Event description:
The initial reporter complained of qc issues with elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e601 module. Due to qc issues, the customer repeated patient samples that had been run and reported outside of the laboratory. Corrected reports were issued for 9 patient samples. An example of discrepant results was provided for 1 patient sample. The initial result was 79.87 ng/l. The repeat result was 120.20 ng/l. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 with acceptable results. The field service engineer (fse) found a blockage in the sipper tubing and the sipper needed adjusting. The fse cleared the sipper tubing and adjusted the sipper. Qc was acceptable. Operational and mechanical checks passed. The investigation determined that the service actions resolved the issue.